Event description:
It was reported that the patient presented for an implant procedure. It was noted after multiple attempts at repositioning that the helix required a lot of turns to retract. Fluoroscopy revealed some separation of the high voltage coil. The lead was exchanged and a new lead provided. The procedure was completed without difficulty. The patient was stable.

Manufacturer narrative:
The reported events of a helix mechanism issuer was confirmed while the reported event of ¿fluor revealed some separation of the hv coil¿ was not confirmed. As received, a complete lead with the helix in retraction position and clogged with blood was returned for analysis. Visual and x-ray inspection of the lead found the inner coil was over torqued at the connector pin region, but no fracture was noted. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was due to the over torqued of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.